Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? It was described that the instrument after triggering of the 4th magazine was not able to open. So a piece of residual tissue was severed, which then fell off laterally but the instrument did not go on to bring it into straight position for removal. Therefore the removal with the trocar, which is still on the instrument and is sent in with.

Event description:
It was reported that during a laparoscopic liver cyst procedure, after the 4th firing, the instrument could neither be opened nor straightened. Removal with trocar, new instr. Taken. No harm to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r59p2c. Investigation summary: the sc45a device was received in articulated position with the jaws closed and the cartridge in the channel of the device. There was a trocar on the shaft of the device. The cartridge was fully fired and the knife had not been returned to the home position, thus the device would not open. The knife was unable to be returned by squeezing the firing trigger. The red reverse button was switched to the reverse position, the firing trigger was squeezed and the knife was returned to the home position. After returning the knife to the home position the device was de-articulated and the trocar was removed. The cartridge was inspected and all staples were deployed and the sled was in the distal most position. There was no visible damage to the cartridge or any of its components. A new cartridge was loaded into the device, the device was articulated and test fired with no issues identified. The issue identified within this complaint could not be reproduced with a new cartridge and the device functioned as intended for all testing completed. Event could not be confirmed as the articulation feature worked as intended. It should be noted that in order to fully returned the knife to it home position the fourth stroke must be completed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4).